Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant shutdowns and was flickering. The site stated that they need to push x-ray enable/disable function and reset multiple times to get x-ray. Troubleshooting included connecting the pendant to a testing system to check the charger backplane and battery status and they were okay. No patient was present at the time of the event.